Event description:
Pt treated for low blood sugar levels. The customer checked the bolus history and stated that they bolused this morning. The customer stated that they also ate. The customer stated may have over bolused for the food consumed. Troubleshooting was done on the pump and it passed. The customer stated that the paramedics were called when family member was unable to wake pt. The paramedics treated them at the scene. The customer was explained that the pump was working correctly.